Event description:
During cardiac catheterization, the guidewire could not be passed through the catheter (edwards swan-ganz 7f) due to a narrowed lumen, a second swan ganz catheter was used which did allow the guide to pass through. There was no injury to the patient. This event is one of the ongoing issues with this particular model (131hf7). The lot number of this device is unknown as the original packaging was not retained.======================manufacturer response for swan ganz catheter, swan ganz catheter 7f (per site reporter).======================edwards life sciences is working with the facility to replace all defective lots of this device.